Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lower part of lcd (liquid crystal display) is missing columns. Analysis also found the upper case and both bail covers are broken. Lower case, lead flex cover, and battery flex are corroded. Battery contacts are compressed. (B)(4).

Event description:
It was reported the secondary (lower) lcd (liquid crystal display) screen is difficult to view. The device was returned for repair. No patient complications were reported as a result of this event.